Manufacturer narrative:
The returned device was evaluated and the device was received fully deployed. The download data shows that the pod ran 1223 pulses and completed a bolus with no timeouts or drive stalls observed. No damages or defects were found with the needle mechanism. Inspection of the device found no damages or defects that would contribute to an improper insertion of the cannula. The cause of the reported event could not be conclusively determined. Inspection of the soft cannula found no bends or kinks. The phb was inspected and the algorithm acted as expected to respective egv values from the cgm.

Event description:
It was reported that the patient had been hospitalized with hyperglycemia. The patient's blood glucose levels reached over 400 mg/dl while wearing the pod between 4 and 24 hours. The patient reports the pods pink slide did not move forward when the pod was activated; this indicates a needle mechanism failure occurred. In addition the patient reports being unsure the cannula had properly inserted into the pod infusion site (arm) at activation. Upon removal of the pod prior to going to the hospital the patient reports the cannula was found to be bent. Once at the hospital the patient had a blood test and glucose test administered. The patient was treated with sodium chloride. The patient was discharged the following day.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hyperglycemia. In addition we are unable to confirm the reported needle mechanism failure or to determine its root cause. Also it was reported the cannula was possibly not inserted correctly into the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia and we are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.